Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had insulin flow blocked alarm. The customer¿s blood glucose level was almost 400 mg/dl and 387 mg/dl. The customer stated that there was changing the reservoir resolved the issue. The customer also stated that the insulin did not exit. Customer was treated with syringe. The reservoir will be returned for analysis.